Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient¿s family regarding a patient's implanted infusion pump containing morphine (unknown) with an unknown concentration and a dose of 4.25 mg/day. The indication for use was spinal pain. It was reported that the ptm was displaying the error code 8286 for an empty reservoir. The patient was due for a refill, and it was missed. That was the reason for the call. For the previous 3-4 days, that patient was getting the 8286 error code and did not know what it meant. It was stated that the healthcare professional (hcp) told the patient when they should be back and that they weren't on the schedule for a refill yet. In (B)(6) 2016, the caller stated that they had issues getting the pump refilled, and the patient was referred to another hcp to get it refilled. The product services specialist (pss) walked through how to use the ptm to get the alarm information. It was stated that the refill sate on the screen was (B)(6) 2016. On (B)(6) 2016, the ptm alarm status check stated 8286 error occurred. On (B)(6) 2016, the ptm alarm status check stated 8254 error occurred. For the ¿last couple of days¿ prior to the notify date of (B)(6) 2016, the patient had symptoms of being sick, head spinning, pain, and the chills. The symptoms were a gradual change. On (B)(4) 2016, additional information was received from the patient stating that the pump had been refilled the previous day. They were doing better. They were told to call the manufacturer to have an appointment at a different doctor¿s office, but pss stated that they don't do scheduling and that the patient would have to call the doctor¿s office directly. The patient was given injections of morphine in the ER the previous week, after the original report, to help with the ¿dts¿ and extended relief po meds (morphine). It was stated that the doctor was having hard time finding the port for the pump, which had happened since (B)(6) 2015. This was because the pump was not placed in the pocket correctly. The patient was referred to a different hcp that may be able to fill the pump more easily. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. It was reported the patient was trying to give a bolus but was getting error message 8286, empty reservoir.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.